Manufacturer narrative:
An attempt was made to follow-up with the customer to obtain confirmation of the touchscreen replacement and issue resolution however contact cannot be made. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use, and therefore does not present potential risk of patient harm or injury.

Event description:
The customer reported failing touchscreen calibration. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. The remote service engineer (rse) provided parts ID for the touchscreen and discussed replacement per the manual. Further information is pending.